Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture or physical resistance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: fielder; guide catheter: launcher 6fr jl4. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal circumflex artery with mild tortuosity. The 2.5 x 15 mm trek balloon catheter was prepared pre the instructions for use (IFU), prior to use. After the guide wire crossed the lesion, the trek balloon catheter was advanced with some resistance noted in the lesion. The balloon was inflated to 4 atmospheres (atm); however, ruptured on the first inflation. The rupture was observed in the proximal part of the balloon. A new 2.5 x 15 mm trek balloon catheter was used to further dilate the lesion. The procedure was completed after deploying a stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.